Event description:
The customer reported the system would not make fluoroscopic exposure when the c-arm was in the lateral position, and that the stator was not on. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.